Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2018 regarding a patient receiving bupivacaine (dose and concentration unknown) and dilaudid (5mg/ml at an unknown dose) via an implanted infusion pump. The indication for use was non-malignant pain. It was noted that the patient had lupus it was reported that on (B)(6) 2018 (since implant), the pump had been rolling all over the place from liver to pelvis. It was noted that the nurse practitioner (np) knew from the beginning because she had to manipulate it to refill it. The patient's healthcare provider (hcp) reportedly said it would secure itself. Since implant, if the patient used the personal therapy manager (ptm) more than twice a day, she would taste metal in the mouth. The patient was told this could be normal due to the drug. The pump was helping pain at first, but then a few months later (the patient was unsure when), it wasn't. The patient went to their primary doctor on an unspecified date because she was feeling pain in the left side of the stomach, and was given percocet a week later. In (B)(6) 2018, the patient stopped using the ptm because it was not helping. The patient had reportedly used the ptm twice a day. On (B)(6) 2018, the patient went in for a refill. When extracting the drug, there should have been 2ml, but there were 20ml left. The patient had an x-ray with dye and found that the catheter was disconnected. Per the patient, there was medication in the peritoneum. The patient had an appointment with their np on (B)(6) 2018 because of percocet, and had surgery scheduled for (B)(6) 2018 to remove the pump. It was noted that the hcp wanted to leave the catheter in case of a spinal cord leakage. It was confirmed that the patient was not having any withdrawal symptoms, and no alarm ever went off on the pump. The patient was to follow-up with their hcp. No further complications were reported or anticipated.